Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that sensation plus 50cc balloon catheter ruptured. No harm was reported.